Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. Root cause: the product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a cartridge split while in contact with the patient. There was no harm to the patient . Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).